Event description:
The patient's electrode array was reportedly unintentionally removed from the cochlea during an ent procedure. The patient's device was explanted. The patient will be reimplanted at a later date.